Event description:
Customer reported via phone call that they experienced hyperglycemia. Blood glucose current value was 464 mg/dl. Customer had headache. Troubleshooting was performed and customer was using auto mode feature active at time of high bg event. Product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.